Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: flextome 2.75 x 10. Guide wire: sion blue. Guide cath: mach 1 7f fr4. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, return of the balloon catheter may have further aided the investigation. However, since there was no report of any leaks noted during preparation for use and the catheter was initially pressurized multiple times without incident, this indicates that the balloon was not damaged prior to the procedure. The lesion was also characterized as 99% restenosed and may have contributed to the reported difficulty. The balloon material likely became damaged (scratched) from interactions with other devices and/or the previously implanted stent, such that the balloon ruptured during the fourth inflation. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database did not reveal any other incidents reported for a balloon rupture from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this incident, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that the target lesion was in the right coronary artery (rca #2), with a vessel diameter of 1.0 mm. There was no tortuosity, no calcification, concentric, 99% restenosis of an unknown bare metal stent. Predilatation was performed with a non-abbott balloon and it was not well expanded, so the 3.0x15 mm voyager nc was used; however, the dilatation balloon ruptured on the fourth inflation at 15 atmospheres. No patient adverse effects were reported. No additional information was provided.